Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient brought into clinic on (B)(6), all measurements within normal limits. Lead check was disabled, but received a hm recording that shows potential noise, under sensing, functional loc and impedance < 100 ohms. Patient will return to clinic for additional lead testing. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.